Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mixed tricuspid regurgitation (tr), rotated heart and prolapsed septal leaflet for a triclip procedure. During the procedure, imaging was difficult. A partial single leaflet device attachment (slda) of first triclip was observed at anterior septal commissure. Per the physician, slda was due to patient's pre-existing anatomy. During positioning of second triclip, it got stuck with chordae at posterior septal position next to first triclip. First attempt of retraction of second triclip was unsuccessful and so an attempt was made to grasp. Triclip 2 was grasping clip 1 along with the leaflets. Another attempt was made to retract triclip 2 and was successful but during this attempt triclip 1 was detached from both the leaflets. It was observed that one gripper of triclip 2 was unable to raise and clip coating was damaged. Snare was used to retract triclip 1 and was unsuccessful. Triclip 1 is currently in a small vessel in the groin area. Upon re-evaluation of the valve, a defect on the lateral leaflet was observed. Additionally, two triclips were implanted. The tr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mixed tricuspid regurgitation (tr), rotated heart and prolapsed septal leaflet for a triclip procedure. During the procedure, imaging was difficult. A partial single leaflet device attachment (slda)of first triclip was observed at anterior septal commissure. Per the physician, slda was due to patient's pre-existing anatomy. During positioning of second triclip, it got stuck with chordae at posterior septal position next to first triclip. First attempt of retraction of second triclip was unsuccessful and so an attempt was made to grasp. Triclip 2 was grasping clip 1 along with the leaflets. Another attempt was made to retract triclip 2 and was successful but during this attempt triclip 1 was detached from both the leaflets. It was observed that one gripper of triclip 2 was unable to raise and clip coating was damaged. Snare was used to retract triclip 1 and was unsuccessful. Triclip 1 is currently in a small vessel in the groin area. Upon re-evaluation of the valve, a defect on the lateral leaflet was observed. Additionally, two triclips were implanted. The tr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (caused damage), peeled/delaminated, difficult to remove (anatomy), difficult to open or close (gripper actuation - single), product quality problem (irregular appearance), or material frayed (clip cover). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported tissue injury, device causing damage, peeled/delaminated, difficult to open or close (gripper actuation - single), product quality problem (irregular appearance), and material frayed (clip cover) appear to be cascading events of the troubleshooting performed for the difficult removal from anatomy. The reported difficult removal from anatomy appears to be related to procedural conditions (interaction with anatomy during positioning). The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.